Event description:
Edwards has received information that a 27mm mitral bioprosthetic valve exhibited severe mitral regurgitation at five (5) months after mitral valve implantation and CABG x2. Three (3) years, three (3) months later, the mitral regurgitation remained severe. Through investigation, it was learned this patient expired. The date and cause of death is unknown. Death occurred approximately three (3) years, three (3) months after implant. The device remained implanted. Prior to hospitalization, the patient reportedly had weakness, poor appetite, shortness of breath, drowsiness, palpitations, oliguria and malaise.

Event description:
Additional information received indicates valve leaflets were rigid since implant with mr 1-2 vs mr2.

Manufacturer narrative:
Additional information received indicates valve leaflets were rigid since implant with mr 1-2 vs mr2. (B)(4).

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. No additional patient information is available. Echo records have not been made available. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.